Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to inserting the device, it was noted that the patient had an enlarged atrium. One clip was successfully implanted, reducing mr to a grade of 2. To further reduce mr, a second clip (00520u106) was deployed laterally of the first clip, reducing mr to a grade of 1-2. However, the physician forgot to remove the gripper line (gl) prior to removing the clip delivery system (cds). A 4f dilator was then inserted and the gripper line was successfully removed over the dilator. To further reduce mr, a third clip (00429u206) was inserted and deployed lateral of the first two clips; however, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, a forth clip was inserted and deployed laterally of the slda, reducing mr to a grade of <1. No additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.